Event description:
International affiliate reports that during screw insertion, the surgeon was not able to disengage the expedium polyaxial screwdriver shaft from the mis cannulated polyaxial screw following screw insertion. That, in addition to the surgeon missing the target slot during percutaneous rod insertion which resulted in the need to convert from minimally invasive to an open procedure, resulted in a forty five minute delay. See mfg medwatch report no. 1526439-2013-31173 for the mis cannulated polyaxial screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
International affiliate reports the cannulated polyaxial screwdriver shaft was working properly and the difficulty was attributed to improper handling of the instruments by the operating theater staff. As such, the instrument was not returned for evaluation. Review of the device history record could not be performed as the lot code is unknown. The root cause is not determined. As per further discussion with the affiliate, it has been noted that the device is functioning as intended of which no device defects, fit, or function was identified. No corrective action/preventive action (CAPA) is required at this point as there has been product problem identified; therefore, this complaint will be closed with no further action. Device not at issue.

Manufacturer narrative:
International affiliate reports the cannulated polyaxial screwdriver shaft was working properly and the difficulty was attributed to improper handling of the instruments by the operating theater staff. As such, the instrument was not returned for evaluation. Review of the device history record could not be performed as the lot code is unknown. The root cause is not determined. As per further discussion with the affiliate, it has been noted that the device is functioning as intended of which no device defects, fit, or function were identified. No corrective action/preventive action (CAPA) is required at this point as there has been no product problem identified; therefore, this complaint will be closed with no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.